Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) stated that their remote communicator displayed a red call doctor icon. Subsequently, troubleshooting was performed and a successful patient-initiated interrogation was sent. The patient was referred to contact their clinic regarding the red call doctor icon. No adverse patient effects were reported. This ICD remains in service.